Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during surgery the surgeon observed that the insulation was damaged on the serfas probe.

Manufacturer narrative:
Alleged failure: the protective black layer at the distal part of the probe was damaged. The failure(s) identified in the investigation is consistent with the complaint record. Based on the probe evaluation the probable root cause/s could be excessive force was applied during used. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that during surgery the surgeon observed that the insulation was damaged on the serfas probe.